Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0tyzy, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot#: va0tyzy, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot#: va0tyzy, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot#: va0tyzy, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-oct-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 20-aug-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 13-aug-2019, UDI#: (B)(4). Event date approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the system was functioning normally but the patient had an infection in their cerebrospinal fluid (csf). The infection was discovered about a week prior to the call. No external or patient factors were thought to have contributed to the issue. The patient had a medical history of infection in the csf. The system was explanted on (B)(6) 2018 as a precaution and sent to the lab for culture. The patient was given IV antibiotics prior to the explant. It was unknown if the issue was resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.